Event description:
It was reported to boston scientific corporation that a overstitch 2-0 polypropylene was used for a (g-poem) gastric peroral endoscopic myotomy procedure on (B)(6) 2024. During the procedure it was reported that after the second bite that a lot of the suture could be seen in the screen of the scope. The anchor exchange was pulled out and it was found that the suture broke about 1 mm away from the suture anchor. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code a05401 is being used to capture the reportable event of suture break.